Event description:
It was reported that the device was intermittently undersensing vf. Patient was admitted to the hospital in full cardiac arrest and respiratory failure. The patient was placed on a ventilator and was in a recovery state. The device was reprogrammed. The vt zone was programmed appropriately from implant, but it is believed patients arrythmia had changed. Patient suffered from other medical issues and was placed in a nursing home on hospice care.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.